Manufacturer narrative:
Investigation summary: bd received 5 samples and 1 photo for investigation. The customer photo was visually analyzed and showed sufficient evidence of foreign matter at the bottom of the tube. Additionally, the customer samples along with 30 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter - unknown was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter - unknown based on customer photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® no additive (z) tubes, an orange colored debris was seen at the bottom of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.